Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned to zoll manufacturing corporation and the evaluation is currently underway. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. Prior to passing, the patient received five treatment shocks. The patient was reportedly at home and unconscious at the time of the event. Ems was reportedly present, and CPR was performed. At 05:30:17 on (B)(6) 2017 the lifevest detected an arrhythmia. ECG shows that the patient's rhythm was vf. Gel was released and a defibrillation shock was delivered at 05:30:53 while the patient was in vf. The post-shock rhythm was bradycardia at 40 bpm. A second arrhythmia was detected at 05:32:50. ECG shows that the patient's rhythm was accelerated idioventricular rhythm at 120 bpm. The patient received two shocks at 05:33:56 and 05:34:28 while in accelerated idioventricular rhythm. Oversensing low amplitude cardiac signal contributed to the false detection. Following the second shock, the patient's rhythm was bradycardia at 30 bpm. At 05:36:09 the lifevest detected asystole. ECG shows that the patient was in asystole with intermittent cardiac activity. The patient remained in asystole. A fourth and fifth treatment shock were delivered at 06:03:03 and 06:14:40 while the patient was in asystole. Oversensing low amplitude cardiac signal contributed to the false detection. Following the fifth shock, the patient remained in asystole until the electrode belt was disconnected. Asystole is considered a non-treatable rhythm by the lifevest.